Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed, and the infusion set tubing was observed to have had air bubbles at the time of the event. Customer's blood glucose level was between 126 and 142 mg/dl.